Event description:
Customer responded to 50 year old female pt who was "down" and being administered CPR upon their arrival. Pt expired. Customer alleges the device did not power on at the scene. Reported condition has not been duplicated.